Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 3389s-40, lot# va0y0u, implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient developed an infection and the system will likely need to be removed. The surgery will possibly be on (B)(6) 2016. The rep also stated tat the cause of the infection was unknown and there was no troubleshooting performed related to the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.